Manufacturer narrative:
(B)(4).

Event description:
During a shoulder arthroscopy, labral repair, the unit overran and over-pressurized the joint space. The flow rate was sporadic through the case. The procedure was able to be completed with this unit despite the issue. There was no difficulty setting-up the unit. No error messages were displayed. The over-pressurization did not cause any injury to the patient; the patient was okay post-procedure.

Manufacturer narrative:
Evaluation - one refurbished dyonics 25 pump part number 7211010f was received on 07/24/2015 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was found. Complaint of pump over pressurization could not be reproduced. Product passed functional testing with no faults or errors. Product passed functional testing during 6 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw output and zero output transducer readings were normal and well within specs during all functional tests. At no time during functional testing did unit pump too much fluid. No problem found. (B)(4).